Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date.

Event description:
An event involved an ndl, gripper plus where it was reported that during the removal of the gripper, the nurse from the oncology department was pricked with the needle. The needle would have come out of the safety arm securing the needle, which caused a blood exposure accident protocol. The reported needle stick will cause harm to the patient / clinician. There was patient involvement, and unknown harm reported.